Event description:
It was reported that the device reached elective replacement indicator with less than expected longevity. The device was explantedand was replaced with a competitor product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and analyzed. The primary save to disk finding noted device integrity alerts with low battery voltage at recommended replacement time. Time of elective replacement indicator (eri) in save to disk on (B)(6) 2013; device eri <(><<)>=2.62 volt. Concomitant: 694765 implantable tachy lead (B)(6) 2008; 5076-52 implantable pacing lead (B)(6) 2008; 419488 implantable pacing lead (B)(6) 2008. (B)(4).